Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that delivery was blocked during basal. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Multiple basals were program. All boluses were properly delivered and no insulin flow blocked alarms during basal noted. The device was received with minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.